Event description:
Product analysis was completed on the generator. When interrogated, the battery was found to be pulse disabled and the pulsedisabled byte would not reset. The postburn electrical test results show that the printed circuit board assembly performs according to functional specifications. A visual assessment on the printed circuit board assembly, performed at the product analysis test bench, revealed no visual anomalies. The electrical performance of the generator, as measured in the product analysis lab, will be used to conclude that no anomalies exist and the end-of-service condition is an expected event. There is no evidence of premature battery depletion. No additional or relevant information has been received to date.

Event description:
The generator was returned to livanova as the physician believed that the generator may not have been depleting in an acceptable manner. The generator had been replaced due to battery depletion. Per the physician, the patient had not been exposed to electrocautery or electrical damage. A manual battery life calculation was performed using the settings provided at time of explant. It was assumed that the patient had been at those settings since date of implant as no other information was available. The time to near end of service was 0.0 years. Device history records were reviewed for the generator, and the device passed all specifications prior to distribution. The device was returned to livanova and product analysis is underway. No additional or relevant information has been received to date.